Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor that before use the cardiosave intra-aortic balloon pump(iabp) machine could not be powered on due to a lack of injury. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on site inspection showed the motherboard with error code f0 then changed to fa. After replacing the executive process control board (0670-00-0770) the device was repaired. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a